Manufacturer narrative:
(B)(4). Final analysis found that only the distal segment of the lead was returned. An external insulation abrasion was noted at 15.0 cm to 15.3 cm to 20.9 cm to 21.4 cm from the distal tip which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
It was reported that the atrial lead exhibited an unspecified anomaly. The lead was explanted and replaced. No patient symptoms or additional information was reported.